Event description:
Md was closing the endopouch to retrieve the gallbladder and the ring dislodged from the bag. The defective pouch was removed safely from patient and a new endopouch was then opened and used successfully.